Event description:
The customer stated that they three (3) bedside monitors that dropped-out from acuity completely without alerting the clinicians with drop-out messages or alerts. The clinician cycled the power on the bedside monitors to reestablish wireless communications with acuity. As a result, the customer temporarily lost the ability to monitor pts this from a central location. Bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide specific pt identifiers.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.